Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave oversensing. The ra lead was reprogrammed to adjust the sensitivity and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.